Manufacturer narrative:
Corrected data: additional information received from the surgery center revealed that there was no patient contact with the lens. Upon reviewing the complaint folder, it has been determined as there was no patient contact with the lens, the reported haptic damaged is no longer considered a reportable event. Therefore, no further information will be submitted under medwatch 2648035-2021-07191. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of birth, weight and ethnicity: unknown, information not provided. Date of event: unknown, not provided. If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided.

Event description:
It was reported that a ar40e model intraocular lens (iol) had bent haptic issues and the customer is not sure if they're bent upon opening or after being loaded. No further information was provided.